Event description:
Admitted to hosp to undergo induction of labor. Pregnancy was uncomplicated except for an inguinal hernia repair during fifth month of pregnancy and benign arrhythmia of heart. Induced at 7:30 am and delivered at 10:59 pm that night. Throughout pregnancy, pt was measuring ahead of due date, so the baby was believed to be large for gestational weight. During labor, after an hr of pushing, rptr was told to stop because baby was malpresented (the dr was not present at this time, only a nurse). Eventually the physician attempted to rotate baby by using a maneuver intended to rotate the baby. Baby also had shoulder dystocia and so was not descending into the birth canal. After two hrs of pushing an attempting maneuvers, the physician then used a vacuum extractor. Upon the first attempt of use, the vacuum popped off with extreme force, causing the dr to lose balance and almost fall. This popping off sound was very loud and startled all. Upon the second attempt, the vacuum was placed up inside of rptr, onto baby's head and then baby was delivered. The delivery occurred after three hrs and forty seven mins of what rptr believes to be a prolonged second stage of labor. Weight was nine pounds, 4.8 ounces and baby measured 21 inches in length. Baby had good apgar scores and appeared to be healthy and normal. However upon first day home with baby things were not as they seemed. Baby was extremely irritable and refused to wake to eat. Rptr took baby to the pediatrician who attributed irritability to possible intolerance to lactose in breast milk. After a few days baby seemed better but continued to gaze with eyes to the left. When baby was two and half months old, rptr mentioned this to the pediatrician who decided to do a cat scan to rule out hydrocephaly, since baby had somewhat of a large head. It was determined that baby had suffered a brain infarction of the left middle cerebral artery. This stroke occurred "at or very near the time of delivery" according to neurologist. He also has referred to it as perinatal stroke or cerebral vascular accident. Since this time, baby has been in physical therapy because baby is a right sided hemiplegic. Baby has not suffered any seizures at this time but fails to crawl or walk. Baby has been recently fitted with an ankle foot orthotic to aid in walking. Rptr questions the likelihood of physicians and hospitals being forthcoming with reports of misuse. This would certainly implicate them for incompetence. As it stands now, rptr's involved in possible litigation with the dr who delivered baby, however its not ever very easy to undergo seeking damages. Rptr's spouse and mother were both present during the delivery and witnessed the use of the vacuum. All of them strongly believe that this instrument was not used in the appropriate way and that a c-section could have very easily prevented the injury that baby will endure the rest of their life. The FDA public health advisory for vacuum assisted devices, indicates that physicians be versed in their use. Rptr asks how someone like themselves who was completely uninformed on the dangers these devices, is going to be able to ensure that the physician has undergone appropriate training in their use. Rptr asks why no one in the neonatal care unit or the pediatrician knew to monitor for signs of complications. Rptr strongly implores FDA to reconsider the use of these devices. Rptr has read the FDA's statistics and although the reports of injury seem small, rptr asks how can the FDA possibly insure the compliance of hosps and physicians when reporting their misuse. Accurate reporting of misuse seems very unlikely because of possible threat of litigation of the part of the parents. Thus, rptr has taken it upon themself to report the misuse of the vacuum which was used to assist delivery as well as urging FDA to re-think how pts and families can be protected against the dangers of these devices.